Event description:
Reported due to retroperitoneal bleed requiring surgical intervention. The physician attempted closure of an arteriotomy site with a perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the procedure and the site was confirmed to be in the right external iliac artery. While advancing the knot to the arteriotomy, the suture (including the knot) pulled out of the artery. The patient became "hot and flushed; bradycardic and hypotensive." The patient was taken for a computed tomograpy (CT) scan which was positive for a six (6) mm arterial tear. The patient was then taken to surgery and found to have a "pin hole in the right external iliac artery." The arterial tear was repaired and the patient was admitted to the floor. Although hematocrit/hemoglobin levels are unknown, the patient received six (6) units of blood over a three (3) day period. The patient remains in the hospital with the diagnoses of multiple sclerosis and congestive heart failure. Although requested, no additional information was available.